Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was suspected right ventricular (rv) lead oversensing and t-wave oversensing (twos). Follow up concluded that no intervention was done and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was suspected right ventricular (rv) lead oversensing and t-wave oversensing (twos). Follow up concluded that intervention was done and the lead remains in use. No patient complications have been reported as a result of this event.